Manufacturer narrative:
Of the reported ten malfunctions, eight lot numbers were provided and lot history reviews will be performed. The devices have not been returned for evaluation; therefore, the investigation is inconclusive for dislodgement as no objective evidence has been provided to confirm any alleged deficiency with the devices. Based upon the available information, the definitive root cause is unknown. The device is labeled for single use. (Lot numbers recx0633,rect0864,recx3525, unknown).

Event description:
This report summarizes 10 malfunctions. A review of the reported information indicated that model 1809600 implantable port allegedly experienced dislodgement. This information was received from various sources. Of the 10 dislodgements, all involved patients with no patient consequence. The 10 patients ranged from 41-82 years of age and 110-263 lbs. Of the reported patients, 9 were female and 1 had an unreported sex..